Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -14.0/3.5/88 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6)2022. The lens was intraoperatively implanted, removed, and replaced for a same size, different model lens and the problem was resolved. Cause of the event is reported as user error with no patient injury. Reportedly, "lens broke when being explanted." Status of the eye is reported as "ok."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).